Event description:
It was reported that during a pci procedure involving a lesion located in the proximal left anterior descending (lad) coronary artery, the maverick2 monorail balloon ruptured. Following deployment of a 2.75 x 33m cypher stent at the proximal lad, a kissing balloon technique was performed in the lad with an nc mercury and a maverick2 monorail balloon catheter at the diagonal. Both balloons were inflated to 8 atm for approximately 15 seconds and then deflated. The kissing balloon inflations were performed twice. When the maverick2 monorail was removed from the patient, the balloon was filled with blood and was found to have burst after testing with a syringe. The same problem happened to the nc mercury balloon. Afterwards, a kissing balloon technique was performed with two sprinter balloons which successfully completed the procedure. A launcher jl4sh guide catheter, a bmw 0.14" 190cm guidewire and a runthrough 0.14" 190cm guidewire were also used in the procedure. No patient injuries or complications were reported. Patient status is reported as 'normal'.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental MDR will be submitted upon completion of the investigation.